Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented for device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. No complications were reported after the event.

Manufacturer narrative:
External insulation abrasion was noted at 12.2-12.6cm and 12.5-12.7cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 14.6-16.3cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.